Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips scissored. The hosp has reported no pt injury occurred.